Event description:
This lv lead was implanted on (B)(6) 2010 and was capped on (B)(6) 2012 due to high threshold. The physician was dr. (B)(6 at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).